Manufacturer narrative:
The device was returned to the MFR, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt's pump was exchanged due to an infection, but they also suspected thrombus due to the pt's high clinical values with ldh and hemolysis. The pt remains ongoing with the new lvad.